Event description:
High downstream occlusion pressure of 60 psi reported during routine preventative maintenance check on an infusion pump. The sensor was found stuck due to dried solution. The sensor was cleaned and the downstream occlusion pressure was still found to be erratic by the hospital. There was no patient involvement.